Manufacturer narrative:
E1: initial reporter city - (B)(6).

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for use. During the procedure, the image disappeared right after the guide catheter was inserted. When the device was checked outside the body after removal, the imaging core was found to be twisted. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city - (B)(6). Device analysis by MFR: the device was returned for analysis. Visual and microscopic inspection revealed kinks in the sheath assembly. The imaging window was detached near the lapjoint section, and the imaging core was coiled. Impedance testing showed an electrical open at the distal end of the catheter, 20-30 cm from the distal housing.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for use. During the procedure, the image disappeared right after the guide catheter was inserted. When the device was checked outside the body after removal, the imaging core was found to be twisted. The procedure was completed with another of same device. No patient complications were reported.